Event description:
The hospital reported that during the saphenous vein harvesting procedure, the dissection tip from the cannula broke inside the pt's leg. The tip was retrieved from inside the pt's leg by creating an add'l incision. A second device was used to complete the procedure. No other pt complications were reported.